Event description:
It was reported that when using the bd pyxis medstation system lmflmsupx5 tower door 3 failed, which hindered users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a tower door 3 failure. A field service engineer found that the station had a ghost failure. Although the failure was cleared, door 3 continued to fail. Preventative maintenance was conducted on the tower to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.